Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there were 11/each raytec instead of 10/each in the pack.

Manufacturer narrative:
An investigation of the reported condition was performed. A review of the device history record was performed for lot during this investigation and no discrepancies were found. All device history records are reviewed and approved by quality prior to release of product. There were no samples submitted for a product evaluation. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. A sample has not been returned and due to the dated complaint, it is not conceivable that a sample would still be available however if one has been retained, please let us know so that arrangements can be sent to obtain the sample. If information is provided in the future, a supplemental report will be issued.